Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Field d6a implant date: unknown, approximate date used.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence due to the device no longer performing as expected. A revision surgery was performed, upon examination fluid leakage at an unspecified location was found. The device was explanted and replaced. No additional patient complications were reported.